Event description:
It was reported that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.